Manufacturer narrative:
(B)(4). Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device lot number and catalog number not provided/unknown. Device not returned to manufacturer for evaluation

Event description:
It was reported that an unknown zimmer abutment screw became stuck inside the implant.

Manufacturer narrative:
There was no product returned from inspection. A visual inspection of the photographs provided for the hex screwdriver with gemlock retention (hxgr1.25) identified that the hex at the tip of screwdriver was damaged (twisted). There was noticeable wear due to usage around the handle and the shank. The subject screw was not returned for inspection. The complaint alleged that the screwdriver warped while removing a jammed screw the abutment screw was not returned for inspection. The abutment screw lot number was not provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of stuck abutment screw. Therefore, the event is non-verifiable. A singular cause cannot be determined. The stuck condition could not be verified, as the screwdriver and the screw were not returned and the reported issue condition could not be replicated.